Event description:
On (B)(6) 2011 at 9:39 pm, a customer had a blood glucose (bg) of 237mg/dl. At 10:55 pm she activated a new pod; 38 minutes later her bg read 348mg/dl. The customer administered 4 units of insulin and went to sleep. The next morning, at 6:50 am, her bg was 447mg/dl so she administered a bolus dose of 4.50 units. At 8:01 am her bg was "high (>500mg/dl)" so she decided to go to the hospital. While at the hospital her bg's rose into the 700s. She was treated with an insulin drip. She experienced vomiting and "stayed in the ICU overnight." The customer reported she was "stabilized fairly quickly." The device was not returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine any product defect or malfunction that would have caused or contributed to the customer's high bgs and hospitalization. The omnipod's user guide instructs users on how to avoid hyperglycemia by checking blood glucose "at least 4 to 6 times a day" and at specific key points in the day (before waking or going to sleep and prior to eating). Although we don't have any information on carbohydrate intake leading up to this event, the customer actively monitored her bgs and administered insulin in attempt to lower them as advised in the user guide. Carbohydrate intake certainly affects bg levels, but we are unable to assess how this may have played a role in contributing to the customer's high bgs since this information was not provided. The user guide provides in-depth guidance on how to treat hyperglycemia and states that after "a total of 4 hours" if bg levels have not decreased then users should change the pod and fill it with a new vial of insulin. Unfortunately, no device was returned for evaluation and we are therefore unable to determine if the device was functioning properly. The lot was reviewed and found to have met all acceptance criteria.